Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples, but photos and videos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. Retention samples from the incident lots were evaluated. All samples were visually inspected for the presence of k2edta additive, and all tubes were found to contain k2edta spray coating on the inner walls of the tube. Following visual inspection, all samples were tested for the amount of the k2edta additive and all samples were within specification requirements. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. However, the customer¿s practice as described is not covered by our IFU hence is considered off label use. Proper collection techniques for ppt¿ tubes include: immediate and gentle inversions of 8 to 10 times, proper storage and centrifugation (1100 rcf for 10 minutes) or customer validated alternative to processing/storage protocols that differ from bd IFU, separation of plasma from cells by centrifugation should take place within 6 hours of collection to prevent erroneous test results, overfilling/underfilling of tubes will result in an incorrect blood to additive ratio and may lead to incorrect analytical results. The freezing of plasma in situ (in primary tube) may be prohibited by certain manufacturer¿s assay protocols. See individual assay procedures for specimen collection instructions. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode with the incident lot was observed. However, the customer¿s practice as described is not covered by our IFU hence is considered off label use. Root cause description: based on the investigation, a root cause could not be determined. However, the customer¿s practice as described is not covered by our IFU hence is considered off label use. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that three-hundred of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg had foreign matter in plasma after centrifuge and freeze. This cause clot errors on the roche instrument for blood screening. Customer¿s verbatim: ¿ bd ppt tubes are collected and centrifuged in context of blood donation, then frozen end sent to central lab. When thawed, there is a white material swimming in the plasma. This causes clot errors on the roche instrument for blood screening. Instrument: cobas 6800 with hamilton pooler. ¿

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8249914. Medical device expiration date: 2019-09-30. Device manufacture date: 2018-09-06. Medical device lot #: 8215574. Medical device expiration date: 2019-08-31. Device manufacture date: 2018-08-03. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that three-hundred of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg had foreign matter in plasma after centrifuge and freeze. This cause clot errors on the roche instrument for blood screening. Customer¿s verbatim: "bd ppt tubes are collected and centrifuged in context of blood donation, then frozen end sent to central lab. When thawed, there is a white material swimming in the plasma. This causes clot errors on the roche instrument for blood screening. Instrument: cobas 6800 with hamilton pooler."